Event description:
It was reported the patient ((B)(4)) lost stimulation. Following the loss of therapy, the patient reportedly felt a bulge in his neck which has since dissipated. Efforts to recapture effective stimulation via reprogramming resulted in only partial therapy coverage. A diagnostic test found impedance issues for several lead contacts, and x-ray imagery revealed a lead fracture. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.